Event description:
It was reported the patient felt her scs system was no longer functional. She stated she plans to consult with a physician regarding a replacement procedure. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.